Event description:
It was reported that the smiths medical cadd solis hpca pump was over delivering by 7.5%. The reported event occurred during testing. There was no patient involvement reported in the event.